Manufacturer narrative:
H10: additional manufacturer narrative: prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Reports of early prosthetic endocarditis with a known source of infection, or intermediate/late occurring greater than 60 days post-implant or unknown implant duration are not reportable based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 29mm 3300tfx valve in the aortic position, was explanted after an implant duration of 5 years, 1 months due to endocarditis. The explanted valve was replaced with a 27mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 3300tfx valve in the aortic position, was explanted after an implant duration of 5 years, 1 months due to unknown reason. The explanted valve was replaced with a 27mm 11500a valve.